Manufacturer narrative:
Additional product code = dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a lifted pad on a connector on the monitor board. Analysis of reports of this type has not identified an increase in trend.